Event description:
It was reported that the patient was dissatisfied with their previous implant¿s battery longevity. The last implant didn¿t even last 3 years. The patient had an implantable neurostimulator (ins) replacement procedure on 2015 (B)(6). No troubleshooting or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that there was no abnormal depletion. The patient had been at amplitudes above 4 at periods. Reprogramming was attempted several times by the hcp's staff. No symptoms were reported. No cause of the battery depletion was determined.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 095-10, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3889-28, lot# v172553, implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).